Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). The system was evaluated by a field service engineer. The field service found an issue with a component. A field service checklist was performed and replaced the galvo block to replace the issue. The unit complied with all factory settings. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient experienced an incomplete flap during the laser treatment. A brief description from the surgery center indicated the laser raster segment started in the middle of the eye and there was xy galvo errors. The laser treatment was aborted. The laser treatment was rescheduled and completed on a second visit.

Manufacturer narrative:
Device manufacture date (mm/dd/yyyy): date changed to 12/15/2011. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.